Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, skin irritation, dizziness and/or headache, hypersensitivity, nausea / vomiting, asthma (new or worsening) and inflammatory response. No other clinical information or medical interventions were reported. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, skin irritation, dizziness and/or headache, hypersensitivity, nausea / vomiting, asthma (new or worsening) and inflammatory response. No other clinical information or medical interventions were reported. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed: the top enclosure screws were observed to be missing from the device. The top enclosure was observed to have what appeared to be black scuff marks on the corner. A dust-like contaminant was observed on the top enclosure, rear panel, bottom enclosure, blower, blower seal, and blower box. What appeared to be dried liquid spots with potential mineral deposits were observed on the blower and blower box. Hair-like particles were observed on the front panel, rear panel, and blower box. A keratin-like substance was observed on the outlet of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation/ breakdown was not observed in this device. Pil was not able to confirm the complaint, or address the symptoms specified. Box h: device problem code grid, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.